Event description:
Swelling in left knee [joint swelling]. Pain in left knee [arthralgia]. Discomfort in both knees during synvisc injection [injection site pain]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) male pt with a history of osteoarthritis and previous synvisc injections, initials p-c, who experienced injection site pain, pain and swelling in his left knee after starting synvisc. The pt had seven synvisc series in both knees over the last few years on unspecified dates. The pt stated that since he had been receiving synvisc injections he sometimes experienced some slight discomfort in both knees during the actual administration of the injections. On one occasion (unspecified date), the pt reported the pain and swelling following the second injection of a series in his left knee was significant enough for him to receive a steroid injection (unspecified) to alleviate his symptoms. The pt said he had great success with synvisc and it allowed him to walk three to five blocks uphill to work each day. At the time of this report the outcome of the pt was unk. See (B)(4) for other adverse events from this reporter.